Manufacturer narrative:
Initial reporter occupation is lay user/patient (patient¿s caretaker). The meter and test strips were requested for investigation. The patient's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 6.7 inr, qc 2: 6.4 inr, qc 3: 6.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the patient¿s caretaker were observed in the meter¿s patient result memory. No discrepancies were observed between the date/time and alleged values stored in the meter memory. A full display check revealed no missing segments or faded display. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of questionable inr results with coaguchek xs meter serial number (B)(4). The patient¿s caretaker stated results written in the patient¿s logbook were obtained from the meter and was concerned that the meter memory does not match the logbook. On (B)(6) 2021, the result from the meter memory at 10:17 a.m. Was 3.8 inr. The result from the logbook at 10:17 a.m. Was 2.1 inr. On (B)(6) 2021, the result from the meter memory at 09:39 a.m. Was 4.4 inr. The result from the logbook at 09:39 a.m. Was 2.5 inr. On (B)(6) 2021, the result from the meter memory at 10:40 a.m. Was 4.4 inr. The result from the logbook at 10:40 a.m. Was 2.2 inr. The patient¿s therapeutic range is 2.0-2.3 inr.